Event description:
The user is multiply-involved (uses some sign language), and her family has recently noticed changes in her behaviour, such as increased teeth grinding, throwing her audio processor, and not responding to sounds like she typically does.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. Based on the manufacturer_s experience with this kind of devices, it can be assumed that the device has failed due to loss of hermeticity at the housing braze joint. In addition, an incomplete insertion of the active electrode at the time of implantation was reported. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user is multiply-involved (uses some sign language), and her family has recently noticed changes in her behavior, such as increased teeth grinding, throwing her audio processor, and not responding to sounds like she typically does. The user has been re-implanted on (B)(6) 2022. A full insertion of the new device was achieved after using the flex28 ie to determine depth.